Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and the delivery pusher is available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil was used to treat unspecified aneurysm using a double catheter technique. Reportedly, the physician did not pretest the coil system. The coil was used as a frame using one of the catheter, and other coils were filled using the other catheter. When the filled coils became stable, the coil concerned failed to detach when attempted with 2 detachment controllers. The coil unintentionally detached during when attempted to be withdrawn. The coil was pushed into the aneurysm using the pusher and the procedure was successfully completed. The final angiography revealed that the coil was stretched; however, the physician determined that this would not be a problem. According to the physician, there will be no problem, but if necessary depending on the condition, a stent may be used to hold the stretched wire at the time of 6-month angiography check-up.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the hypotube bent, the pusher damaged at the transition area, and the proximal connector broken. The implant was separated from the pusher and was not returned for evaluation, as described in the reported event. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. However, due to the proximal connector break, the investigation could not test for or assess the alleged non-detachment issue and therefore, the overall complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h10.

Manufacturer narrative:
This supplemental report is being submitted to only correct information in sections: b1 (product problem) and h1 (malfunction).